Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) device exhibited shorter than expected longevity. The cause of the accelerated battery draining was likely due to high outputs on the right ventricular (rv) lead. The rv lead was programmed unipolar at a lower output and it remains in use. The ipg device remains in use with continued monitoring. No patient complications have been reported as a result of this event.